Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the catheter leaked during insertion. Another catheter was used. The pt condition is reported as fine.